Event description:
A hospital in (B)(6) reported that an iw980 wall mount infant warmer was displaying an error code and requested a service be performed on the unit. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an iw980 wall mount infant warmer was displaying an error code and requested a service be performed on the unit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint iw980 wall mount infant warmer is en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the power pcb, and upper and lower harnesses of the complaint iw980 wall mount infant warmer were received at fisher & paykel healthcare (B)(4). The power pcb was put on a working unit for testing and fault isolation. The harnesses were visually inspected for damage. Additionally, a photograph of the heater head was received. Results: a "see manual" led was flashing when the unit was switched "on", however the controller did not complete the start up sequence, rendering the unit inoperative. The fault was isolated to a faulty ic. The board become fully operational and passed functional tests when this component was replaced. Visual inspection revealed that the housing connectors of the upper and lower harnesses were discoloured. The photograph showed surface crazing on the heater head housing, with some cracking on the edges. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discoloured housing connectors were most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by (B)(4). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. It is likely that the crazing and cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discoloration, crazing and eventual cracking of the highlighted plastic surfaces". As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The infant warmer was repaired by a trained fisher & paykel technician at our us facility and was returned to the customer after passing the electrical safety and performance tests.